Event description:
The patient's daughter reported that in (B)(6) 2013, the patient "in a confused state of dementia" continued to interfere with the gastrostomy tube and eventually pushed the tube internally, damaging his stomach, resulting in hospitalization and hemorrhage from a stomach ulcer. The patient required blood transfusions. The patient has recovered and is at home.

Manufacturer narrative:
(B)(4). The device reported, list number 56548, is an abbott product that is marked internationally, which is the same or similar to a device, list number 51364, that is markedly domestically. Abbott nutrition standard procedure includes attempting to obtain all required information form the source.